Event description:
It was observed that during the device evaluation, the autoclavable camera head presented lost water tightness and corrosion on the coupler unit and retaining pins. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the damage on the cable unit led to the malfunction of lost water tightness: cause traced to component failure. Based on the results of the investigation, it is likely the following led to the malfunction of corrosion on the coupler unit and retaining pins: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.